Manufacturer narrative:
The customer performed qc after the event and resulted within high range from the established mean. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse replaced the pipettor tip and all necessary adjustments to the alignments were performed. The fse performed preventive maintenance (pm) on the system and discovered rust between the rotor and the stator in the precision valve, which was replaced. The fse performed a system check and passed within specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated results above the ami cut-off for troponin (accutni) on one patient's sample that were generated by the access 2 immunoassay system. The sample was repeated and recovered a lower result within the normal reference range. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.